Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
A consumer reported having essure inserted for permanent sterilization. Her problems started right after insertion. The procedure was really painful, especially the left side. She had bad cramping and bleeding that went "on and on". She said she had bad bleeding for three months straight. She began having two periods each month. She had blood clots. She also had back pain and headaches. She went to the doctor but "they could not find a source." In (B)(6) 2013, her symptoms were really bad and her physician said the inserts had to come out. Essure was removed by davinci laparoscopy and vaginal hysterectomy. During surgery it was noted that left essure was broken in pieces and a piece was somewhere else, while the right device was found in place. After removal, she developed an infection with two abscesses which were drained. All the other events resolved after surgery.